Manufacturer narrative:
The device, was used in treatment was not returned for evaluation with all additional information provided we have not been able to establish a relationship between the reported event or determine a root cause. No batch /lot number has been provided rendering a review of the device history not possible. A complaint history review found other related failures. Probable root cause maybe a component failure. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that during treatment renasys go pump was alarming canister full even though canisters were empty, the treatment was completed switching pumps, dressings. Foam dressing kits were used on the patient and there was no blockage. No harm or injury reported.